Manufacturer narrative:
All available information was investigated, and the reported issues could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported migration, incomplete coaptation, and mr appear to be cascading events of the clip opening while locked. Additionally, mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedure. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ with a prolapsed posterior leaflet. The clip was inserted and placed on the valve. However, after deployment posterior leaflet slippage occurred resulting in a single leaflet device attachment (slda). The patient's valve orifice area was too small to implant a second clip for stabilization, and was subsequently referred for surgical treatment. It was also reported that during the procedure that the plus and minus knobs of the steerable gide catheter (sgc) would slip and could not be fixed well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.